Event description:
While performing a athrectomy/thrombectomy with the pathway jetstream device, the grand slam guidewire broke at the tip of the jetstream, releasing 10 cm of the grand slam wire into the distal extremity of the patient. This wire was ultimately left in the patient.